Manufacturer narrative:
(B)(4). D10: 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell. Item: 00875200832. Lot: 630203144. Unknown cup. Unknown screws x 7. Cer bioloxd option hd 32mm. Item: 650-1056. Lot: 007000. G2: foreign ¿ canada. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 5-months post implantation due to dislocation and noted the patient has been falling due to unknown cause. During the revision it was noted the acetabulum was loose, synovitis, screw fractures and significant damage to the bone structures of the pelvis with the entire posterior-superior roof is virtually absent and fragmented. The shell, liner, head, taper adapter, plate, screws, and zimmer frame are exchanged with competitor acetabular construct and allograft. It was confirmed that no further information could be provided.